Event description:
The pt experienced a loss of therapeutic effect with no stimulation sensation. The lead was replaced, and pt is now receiving therapeutic stimulation with the new lead. The tines on the explanted lead showed signs of melting. Additional info has been requested from the healthcare professional.